Event description:
It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The event date is (B)(6) 2025. There was patient involvement. There has been no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6).h3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.